Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded. Subsequently, a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue. Customer's blood glucose was 198 mg/dl.